Manufacturer narrative:
The device was not returned for analysis. An event of migration and aortic regurgitation were reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported aortic regurgitation was due to the migration, as the valve moved from its intended implant location. The reported migration appears to be related to procedural circumstances (lack of pre-implant dilatation), as not performing pre-implant dilation can contribute to migration. The reported surgical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted at a depth of 7mm ncc and lcc. There was sufficient calcium to allow anchoring of the device. The patient's annular dimensions were: annulus: perimeter 80.4; area 500 lvot perimeter 80.6; area 508, and they had an aortic valve angle of 57 degrees. Post-implant, the valve migrated in the ventricular direction causing pvl. A valve-in-valve was performed with a 26mm non-abbott valve.